Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen (unknown concen tration and dose) via an implantable pump for intractable spasticity. It was reported that the patient had a refill yesterday and the low reservoir alarm (lra) was occurring. The rep stated all programming was updated correctly. The rep stated today the pump was a larming and there was no active alarm now they just saw the previous lra that was updated yesterday. This was the first interaction with v2 software. Technical services discussed with rep that this was a bug and to silence the alarm and update the pump. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep walked the attending through the alert. The rep stated that the hcp had not silenced the low reservoir alarm when they updated the first time. The rep reported that the managing physician initially reported the event. Diagnostics/troubleshooting taken included calling tech services, walking the hcp through the steps and updating the pump. The event was resolved. The rep indicated that he would send logs once he had access to the hcp's tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.